Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic/ pain') in a 29-year-old female patient who had essure (batch no. 7004985573 + 628219 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included recurrent abortion on (B)(6)2008 and gastritis. Concurrent conditions included chest pain, costochondritis, gastritis, hyperlipidemia and amenorrhea. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced genital haemorrhage ("general abnormal bleeding/ abnormal bleeding (general)"), dysmenorrhoea ("dysmennorhea (cramping)/ dysmeorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue/ fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), back pain ("back pain/ lower back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), nervous system disorder ("nuero condit/prob,"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs") and dyshidrotic eczema ("dishidrotic eczema on hands "). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and metrorrhagia had resolved and the back pain, dyspareunia, fatigue, alopecia, nervous system disorder, gastrointestinal disorder, tooth disorder, vaginal haemorrhage, migraine and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyshidrotic eczema, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmennorhea (cramping), pelvic pain, abdominal pain, back, dyspareunia (painful sexual intercourse), menorrhagia, fatigue, hair loss, neurological disorder, gi conditions, dental problems. Approximately 3 coils were seen on the left side and 4 coils seen on the right side concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. New event dishidrotic eczema on hands was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: received treatment for pain, bleeding: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter information, reporter added. This case become incident. Previously reported event injury to herself were updated to pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), general abnormal bleeding. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic/ pain') in a 29-year-old female patient who had essure (batch no. (7004985573,628219)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included recurrent abortion on (B)(6) 2008 and gastritis. Concurrent conditions included chest pain, costochondritis, gastritis, hyperlipidemia and amenorrhea. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced genital haemorrhage ("general abnormal bleeding/ abnormal bleeding (general)"), dysmenorrhoea ("dysmennorhea (cramping)/ dysmeorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue/ fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), back pain ("back pain/ lower back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), nervous system disorder ("nuero condit/prob,"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs") and dyshidrotic eczema ("dishidrotic eczema on hands "). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia and back pain had resolved and the dyspareunia, fatigue, alopecia, nervous system disorder, gastrointestinal disorder, tooth disorder, vaginal haemorrhage, migraine and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyshidrotic eczema, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmennorhea (cramping), pelvic pain, abdominal pain, back, dyspareunia (painful sexual intercourse), menorrhagia, fatigue, hair loss, neurological disorder, gi conditions, dental problems. Approximately 3 coils were seen on the left side and 4 coils seen on the right side concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain lot number reported is (7004985573,628219) is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid) on (B)(6) 2020: pfs received- outcome of the event back pain was updated from unknown to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("nuero condit/prob,"), gastrointestinal disorder ("gi conditions") and tooth disorder ("dental probs"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and metrorrhagia had resolved and the back pain, dyspareunia, fatigue, alopecia, nervous system disorder, gastrointestinal disorder and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, nervous system disorder, pelvic pain and tooth disorder to be related to essure. The reporter commented: received treatment for dysmennorhea (cramping), pelvic pain, abdominal pain, back, dyspareunia (painful sexual intercourse), menorrhagia, fatigue, hair loss, neurological disorder, gi conditions, dental problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet was received. Events added from pfs- back pain, dyspareunia (painful sexual intercourse), fatigue, hair loss, neurological disorder, gi conditions, dental problems, she did not undergo confirmation test. Reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic/ pain') and genital haemorrhage ('general abnormal bleeding/ abnormal bleeding (general)') in an adult female patient who had essure (batch no. 7004985573, 628219) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included abortion on (B)(6) 2008 and gastritis. Concurrent conditions included chest pain, costochondritis, gastritis, hyperlipidemia and amenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)/ dysmeorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ fatigue"), alopecia ("hair loss"), nervous system disorder ("nuero condit/prob,"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and metrorrhagia had resolved and the back pain, dyspareunia, fatigue, alopecia, nervous system disorder, gastrointestinal disorder, tooth disorder, vaginal haemorrhage, migraine and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmennorhea (cramping), pelvic pain, abdominal pain, back, dyspareunia (painful sexual intercourse), menorrhagia, fatigue, hair loss, neurological disorder, gi conditions, dental problems. Approximately 3 coils were seen on the left side and 4 coils seen on the right side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), migraines / headaches and nausea. Lot number, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic/ pain') and genital haemorrhage ('general abnormal bleeding/ abnormal bleeding (general)') in an adult female patient who had essure (batch no. 7004985573-notvalid,628219-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included recurrent abortion on (B)(6) 2008 and gastritis. Concurrent conditions included chest pain, costochondritis, gastritis, hyperlipidemia and amenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)/ dysmeorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/ fatigue"), alopecia ("hair loss"), nervous system disorder ("nuero condit/prob,"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and metrorrhagia had resolved and the back pain, dyspareunia, fatigue, alopecia, nervous system disorder, gastrointestinal disorder, tooth disorder, vaginal haemorrhage, migraine and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmennorhea (cramping), pelvic pain, abdominal pain, back, dyspareunia (painful sexual intercourse), menorrhagia, fatigue, hair loss, neurological disorder, gi conditions, dental problems. Approximately 3 coils were seen on the left side and 4 coils seen on the right side . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on 21-oct-2019: ¿update of information (batch is invalid)¿. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.